Manufacturer narrative:
The hill-rom technician found the weld on the mast for the knee support was cracked. The account was uncertain how the damage occurred. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician has ordered a new mast to replace the damaged mast to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the weld on the tube where the aluminum bar that the leg support slides into has cracked. The lift was located in the 100 hall at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).